Event description:
Ous MDR - after an implant period of approximately 74 months, oversensing on the ventricular channel was reported. It was observed that the associated ICD passed from eri to eos in one month. During a follow-up from (B)(6) 2018, 400 episodes of vf were shown from (B)(6) 2018 due to a suspected lead fracture. Furthermore it was reported, that some episodes caused the ICD capacitors to charge but no shock was delivered. The device remains implanted at this time.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed artifacts on all three channels, leading to oversensing, as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.